Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a (B)(6) 2020 syndesmosis fixation for an ankle fracture procedure the surgeon was using an ar-8925t (lot 11119940), tightrope xp. The surgeon followed surgical protocol using the 3.7 solid drill bit from the kit and drilled all four cortices. While tensioning the sutures with the blue handles from the kit the suture snapped on the last pull. The sutures snapped at the button and the construct fell apart. The surgeon had to make a medial incision to get the medical button so that it would not be floating in the patient. All pieces of the tightrope construct were removed from the patient. The construct was thrown away by the facility staff. The surgeon used the same exact drill hole for the next tightrope xp which worked perfectly.